Event description:
Spontaneous communication from the home health rn who reported that this is the second pump that malfunctioned ( upward occlusion" alarm no kinks in the tubing). The home health rn reported having to push via manual. The patient already has two pumps and states that this is an ongoing issue with the pumps she is getting and is requesting a different pump. There were no missed doses and no adverse events reported. It is unknown if the defective pump is available for return. The product lot number and expiration date are unknown. No further information was provided. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Reported to (B)(6) by: health professional.